Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/17/2025, it was reported that the user¿s ilet touchscreen cracked while being held, with a ¿crunch¿ sound followed by two visible cracks. The screen remained usable, with no functional issues and no injury reported. No symptoms, external assistance, or medical intervention occurred.